Event description:
Customer reports discrepant results with meter compared to lab. Date: (B)(6) 2010; inratio2: 3.6; lab: 3.0. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.